Manufacturer narrative:
Manufacturer evaluation of the instrument logs provided showed that the reagent type for bottles 5 (95% ethanol); and 6 (95% ethanol) were modified from 95% ethanol to ethanol (100%) by a user at 13:19pm on (B)(6) 2019. The properties of the reagent in bottle 5 prior to the user actions were: ethanol concentration = 81%, cycles = 53, cassettes = 3689 and days = 71; and bottle 6 were: ethanol concentration = 88%, cycles = 15, cassettes = 1294 and days = 9. Bottle 6 (ethanol) remained in contact with the sensor on (B)(6) 2019. Bottles 5 (ethanol) and 6 (ethanol) remained in contact with the sensor on (B)(6) 2019. Information provided by the complainant indicates that sub-optimal tissue processing is derived from "potentially two" processing runs started on (B)(6) 2019 and completed on (B)(6) 2019. Manufacturer investigation indicates that it is likely that the quality of tissue processing in the following four (4) protocols would have been adversely impacted because the reagent in either bottles 5 (ethanol) or 6 (ethanol) were used for the final dehydration step of these protocols. The "ap routine o/n" protocol comprising 177 cassettes, which started in retort b at 17:29pm on (B)(6) 2019 and completed at 04:48am on (B)(6) 2019; the "ap routine o/n" protocol comprising 116 cassettes, which started in retort a at 23:14pm on (B)(6) 2019 and completed at 10:44am on (B)(6) 2019; the "ap routine o/n" protocol comprising 200 cassettes, which started in retort b at 17:02pm on (B)(6) 2019 and completed at 04:31am on (B)(6) 2019; and the "ap routine o/n" protocol comprising 100 cassettes, which started in retort a at 19:54pm on (B)(6) 2019 and completed at 07:23am on (B)(6) 2019. Although the user modified the reagent type for bottles 5 (ethanol); and 6 (ethanol) from 95% to 100% in the instrument software at 13:19pm on (B)(6) 2019, the actual concentration of the reagent in bottles 5 (ethanol) and 6 (ethanol) remained unchanged at 81% and 88% respectively because neither bottle had been removed from the instrument to replace the reagent to 100% ethanol. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent in either bottles 5 (ethanol) or 6 (ethanol) was used for the final dehydration step of the four (4) protocols executed between (B)(6) 2019 and (B)(6) 2019. The root cause of the sub-optimal tissue processing reported was a use error, which occurred at 13:19pm on (B)(6) 2019. The facts indicate that manual replacement of the reagent in bottles 5 (ethanol) and 6 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
On (B)(6) 2019, leica biosystems received the following complaint: "some tissue was brittle (complaint from microtomist) and some tissue that was mushy (complaint from embedders)". The complainant advised that approximately 33 blocks were reprocessed. The complainant reported "mushy" tissue was identified from instrument serial number: (B)(4). The leica product applications specialist advised that: "they do not know which specific run contained the affected brittle tissue and "mushy" tissue, so we took a pretty good educated guess". On (B)(4) 2019, a leica product applications specialist (fss) visited the customer site in order to investigate the circumstances involved in this complaint and to provide applications support. The fss documented that not all samples were affected; only 33 cassettes required re-processing; and at approximately 19:19pm on (B)(6) 2019, a user changed the 95% ethanol type to ethanol (100% ethanol) without actually replacing the reagent in the bottles. The fss measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer. The variance between the measured ethanol concentration and that calculated by the instrument software was acceptable in all instances, with the exception of bottle 5. The measured ethanol concentration in bottle 5 was 77% and the calculated concentration was 99.2%. On (B)(6) 2019, the leica product applications specialist received information from the laboratory that: "most specimens reprocessed fine and were reportable, however 2 or 3 cases needed "further blocks' processed. This isn't a rebiopsy it is just process more specimen which have not been processed". On (B)(6) 2019, the leica product applications specialist received information that the final status of the tissue samples involved in this event is not available until (B)(6) 2019. On (B)(6) 2019, leica biosystems received the following information from the complainant: "all cases were diagnosable, but at least four cases had to have further blocks taken (from the original stored specimen). There were no re-collection required."